Event description:
Pt here for outpatient port insertion for chemotherapy administration. While attempting to connect the catheter to the port stem, the small plastic locking collar which secures the connection split, became unusable. The port and catheter were removed and replaced, increasing the duration of the procedure.